Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had repeated recoverable fault. The site had opted to undock and move forward with the surgery without the da vinci system. The procedure was completed laparoscopically with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed via logs coupled with error 31226 and replicated in-house. Unit was tested on in-house system in normal mode with no related errors. Upon visual inspection, no issues were found that would be related to the report event. Unit also was tested on a patient side cart fixture test platform (pftp) where the fiber test failed. A golden rolling loop was installed and the fiber test passed on retry a result of these findings, failure analysis concluded that the root could be attributed to the rolling loop fiber. The complaint was confirmed by failure analysis. The probable root cause can be attributed to a faulty rolling loop cable installed in usm.

Event description:
Refer to h11 for follow-up information.